Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected d.9 date returned to manufacturer, h.3 device evaluated by manufacturer, h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Kink in balloon shaft proximal to handle due to packaging. Stylet was removed by engineer and no substance was observed. Guidewire lumen was flushed by engineer and no substance was observed. Yellowish particulate was returned separately in a plastic bag, which is aligned with the customer provided picture. Imagery was provided from the site and revealed the following: yellowish particulate appears extracted on a tissue. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on the evaluation of the returned device and provided imagery. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per event description, ''it was noticed a substance that came out when the wire lumen was flushed''. In this case, a yellowish particle was returned separately in a plastic bag. Additionally, guidewire lumen was flushed by engineer during pre-decontamination of the device without any substance observed. The issue of particulate may be potentially related to the inspection process during manufacturing. On the other hand, as the particulate was detected during device preparation, after the pouch was opened, it is possible that additional manipulation was performed during insertion and/or removal of the stylet scrapping the inner diameter of the guidewire lumen, resulting in the reported substance. While a definitive root cause was unable to be determined, available information suggests that device mishandling during prep and/or potential manufacturing issue may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported, during device preparation of a 26mm commander delivery system, a substance that came out when the wire lumen was flushed was noted. To continue the procedure, a new 26mm commander delivery system was prepared. The patient was discharged the following day with no issues.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned.